Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced heating sensation at the lead site during an MRI. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.